Event description:
The customer reported that a flame was noticed at the connection port when a unknown type of handpiece was plugged into the unit. A footpedal was also in use at the time of the incident. There was no patient present and no injury associated with the incident.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.